Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the barrel is broken. The returned syringe was examined and exhibited cracks in the barrel ranging from the (B)(4) unit markings. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200864499, 200863773, 200863709] noted that did not pertain to the complaint. There was one (1) notification [200863775] noted for damaged tip causing missing zero lines. There was one (1) notification [200842714] noted for cracked barrel. Bd was able to confirm the customer¿s indicated failure. Root cause: maintenance dispatch (l2l) #102018 was opened on 30jan2020 for bags not sealing properly and damaging parts. Plungers falling out of the dial. The screw was out of adjustment. Corrective action: replaced regulator for the air cooling on the back jaw, replaced the knife as it had some broken teeth, replaced leaking air fittings on the front jaw firing cylinder. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced device damage while still considered operable. The following information was provided by the initial reporter: the customer reported about a broken barrel of syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced device damage while still considered operable. The following information was provided by the initial reporter: the customer reported about a broken barrel of syringe.